Event description:
Notice was received via the internet. The reporter was the parent of an end-user. Information was limited, and they have not responded to queries for more information. Per the report that patient spontaneously self extubated "because trach is too flexible". This is presumed to have required reintubation. There was no report of harm to the patient.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.